Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of asdws0026 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during testing air could be discharged. Fluid leaks from the handle when flushing saline to patient¿s port.